Manufacturer narrative:
Date of event is unknown. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: 510k#:k161170 medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd eclipse¿ needle 25 g x 1 in. With detachable 3 ml bd luer-lok¿ syringe leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the consumer the medication syringes are leaking.   Certain bd 3 ml syringes are either not compatible with bd maxzero connector or defective. Pharmacy has received two reports this week of medication syringes leaking during administration at the site of the syringe leur lock tip:maxzero connection. Upon preliminary investigation, it is determined that certain bd 3 ml syringes will consistently result in leakage during administration.

Manufacturer narrative:
H6: investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. H3 other text : see h10.

Event description:
It was reported while using bd eclipse¿ needle 25 g x 1 in. With detachable 3 ml bd luer-lok¿ syringe leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the consumer the medication syringes are leaking.   Certain bd 3 ml syringes are either not compatible with bd maxzero connector or defective. Pharmacy has received two reports this week of medication syringes leaking during administration at the site of the syringe leur lock tip:maxzero connection. Upon preliminary investigation, it is determined that certain bd 3 ml syringes will consistently result in leakage during administration.